Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
On 2018-02-12 arjohuntleigh has become aware of an event which occurred with the involvement of a maxi move passive floor lift at (B)(6). While caregiver was lowering the lift to detached the sling from the device, the spreader bar detached from the lift and fell. There was no patient involved in the time when event occured. No injury occured, the lift was inspected by arjo representative. The device evaluation revealed that the spreader bar detached from the device due to broken guiding pin. The photographic inspection shows that one of two guiding pins was broken off.

Manufacturer narrative:
On (B)(6) 2018 arjo hunt leigh has become aware of an event with the involvement of a maxi move passive floor lift at bethel nursing and rehabilitation center in, ny, USA. While caregiver was lowering the device lifting arm to detached the sling from the device, the spreader bar detached from the lift and fell. There was no patient involved in the time when the event occurred. No injury occurred. The lift was inspected by arjo representative. The device evaluation revealed that one of the spreader bar guiding pin was broken. No other malfunction was found. The lift was assessed that is in good condition. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If they are missing, bent or damaged, the shape of the spreader bar will still encapsulate the t-bar. It is possible the pin breaks off when treated roughly: having the spreader bar collide with objects. Please note that on-label use of the device does not allow for such collisions. The maxi move instruction for use (IFU), operating and product care instructions, is provided with each device. IFU (04.km.00 rev. 1, april 2006) informs how to disengage and install spreader bar in safe and correct way: "to remove an existing attachment, hold the unit carefully and to release, depresses the retaining catch on the attachment yoke. Then lift the yoke upwards and away from the carrier, store carefully for future use. Select the attachment required then carefully lift the unit up and allow the recess in the yoke to fit around the carrier shaft. Ensure the yoke drops down over the carrier and the retaining catch engages. For this procedure IFU warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib". The device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. However, it was found under internal simulation that, under special conditions, if one guiding pin is missing, the smiley face is present, but the locking clip could potentially be ineffective if a certain sequence of events takes place. This involves a situation where: 1) transfer is at the final phase, 2) the dps is unloaded, 3) the one of guiding pins is missing, 4) the spreader bar is lowered onto an object (such as wheelchair arm), 5) the dps topples over. Following a description of the reported event, it corresponds to the above described sequence of events. This failure is easy to be recognized by the user if the lift is visually checked as required by the instructions for use (daily check to inspect external fittings is indicated to be mandatory in the care section of the IFU). Also, as per IFU, the user is obliged to check that the spreader bar is locked in place by trying to lift it without unlocking the locking mechanism. When the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar -possibly in combination with broken pins or other malfunctions and use errors- and the spreader bar is lowered onto an object (e.g. Bed, chair), the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case, the spreader bar will topple away from the face of the person. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular the spreader bar is correctly attached and checked to be locked in place before each transfer. Based on product knowledge, description of the event and review of similar situations that took place in the past, the spreader bar detachment failure can occur only when a user did not follow correct transfer procedure as presented in the device labeling. To conclude, arjo hunt leigh maxi move passive lift played a role in the complaint issue when the event occurred. There was no patient involvement in the time when the event occurred. Although device did not meet its performance specification because the spreader bar's locking pin was broken, these malfunction did not affect directly the spreader bar detachment. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).